Event description:
Caller reported a malfunction on pump, identified by malf 12 code. There was no adverse impact to customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support in resetting pump, using provided reset information.